Manufacturer narrative:
This is 1 of 3 MDR reports submitted for this literature article. Author of the published literature article is dr. Rajeev sood.

Event description:
An article published in arab journal of urology, detailed comparison of benign prostatic hyperplasia management using bipolar transurethral resection and photoselective vaporization of the prostate (pvp) under sedoanlgesia. Forty two male patients underwent pvp treatment between november 2014 and april 2016. The following perioperative complication occurred in the pvp treatment group, 1 case of perforation of capsule/venous sinus. There were also the following postoperative complications in the same group; 2 patients with bladder neck stricture/contractures and 2 patients who had incontinence. This report is for the perforation of capsule/venous sinus.